Event description:
Reporter indicated that a vns patient was experiencing an increase in seizures above pre-vns baseline. Device diagnostic testing performed a few months prior indicated the device is functioning properly. The cause for the increase in seizures is unknown.